Manufacturer narrative:
In an evaluation by co, proper device operation was observed. An evaluation of the device memory module observed the device functioned as designed. The device was returned to the facility for use. Except as provided by 21 cfr 803.56, co does not intend to submit additional info on this event to FDA.

Event description:
Device did not appropriately advise shock for a shockable pt ECG.